Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there was an informational power on reset that was not related to an overdischarge event or electromagnetic interference. The patient was able to successfully able to clear the power on reset message using the patient programmer. There was also a 006: stuck key on start up code displayed on the patient programmer. After removing/replacing the patient programmer batteries, the issue was resolved. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.